Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion set fell off events during use on (B)(6) 2024. The infusion set was in use for 12 hours. Blood glucose levels were 31.0 mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).